Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient connected to the device and realized that there was air in the set. The patient was assisted with ending the therapy and they were going to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.